Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). - supplemental MDR - barrel cracked one sample and one photo of a 5ml luer-lok syringe were received and evaluated. The syringe was received loose with a 1.5-inch crack on the barrel within the scale markings. The photo shows one loose syringe with the barrel crack as described. The condition observed is non-conforming to product specifications. The potential root cause of the cracked barrel defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 5065524. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 5ml ll sp125 barrel cracked. The following information was provided by the initial reporter: material # (B)(4), batch # 5065524 . Verbatim: crack in syringe. Just told me that tricia from the ambulatory clinic told him that they observed three bd 5ml syringes with quite obvious cracks. In addition, the nursing staff also found a fourth syringe with the same defect today. Unfortunately, they did not reach on monday and threw away the three affected syringes, but we have the one on the picture if ever you would like to send it for further analyse by the bd quality team. However, we have confirmed that the lot 5065524 was the same for all four items. I will talk with tomorrow so that she could find out if the nurses had used them on the patients because the risk of contamination is potentially possible. Additional information provided: after investigating with the staff, the incident occurred during the administration of the medication versed. The nurses noticed a leak in a 5 ml syringe right at the start of the injection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.